Event description:
Same case as MFR# 2134265-2011-03064. It was reported that during a stenting treatment procedure stent dislodgement and stent damage occurred. The 99% stenosed, 3.0x8mm de novo target lesion was located in the severely tortuous and severely calcified second obtuse marginal (om2). The physician attempted to direct stent the lesion with a 3.00x12mm ion stent; however, the device was unable to cross the lesion and upon withdrawal of the device, the stent became dislodged in the second om2. A 2.00x15mm apex balloon catheter was advanced to the lesion in an attempt to retrieve the dislodged stent. The balloon was inflated to 6atms and the physician attempted to drag the device back along with the stent; however, this attempt only caused the stent struts to flare. The balloon catheter was re-advanced and in an attempt to crush the stent against the vessel wall, the balloon was inflated several times and upon the 5th inflation to 14atms, the balloon ruptured. The device was removed from the patient and then multiple successive balloons were used to crush the stent against the vessel wall, starting with a 1.25mm non bsc balloon, followed by four bsc balloons, sizes 1.5mm, 2.0mm, 2.50mm and 3.0mm. It was noted that the patient experienced chest pain during the attempt to crush the stent. The procedure was completed at this point with no additional patient complications reported and minimal chest pain. The patient's current condition is fine.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).